Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fixation of the tacker on a laparoscopic herniorrhaphy, there were tacks that were not able to hold correctly onto the tissue. A fixation with suture thread was done to complete the case. There was no patient injury.